Manufacturer narrative:
Product event summary: analysis was not able to confirm the stated reason for return of the presence of noise in the electrogram and the marker, though the customer stated that when a different analyzer was used the issue was resolved, the analyzer passed its incoming functional and systems testing. Though it was noted that the patient connector was found to have a couple of its pins damaged this would not affect the functionality of the analyzer. It is being recommended that the analyzer be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while checking the atrial lead the presence of noise was confirmed in the electrogram and the marker. The lead was re-clipped by the red/black alligator clips but the noise persisted. It was also noted that the alligator cable was the same one used for measuring the ventricular lead and there was no issue then. Though damage to the lead insulation was suspected by observation of its appearance the cable was replaced with another but the issue persisted. It was noted that during troubleshooting the programmer was tried in a different outlet to eliminate that as a possible source of the issue. The attempt to measure the atrial lead was paused and the lead connected into the ddd device and was measured again and then measured impedance, threshold and sensed waves showed no issues and in this way the procedure was able to be completed (with a slight possibility that there might be some issue with the lead). It was further reported, via follow-up that there is no allegation against the lead at all. The issue has been isolated to the programmer and/or the analyzer, which have been returned to service for testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.